Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device moved in the pocket to an uncomfortable position for the patient and was subsequently relocated. During the relocation of the device, the insulation of the left ventricular lead body seemed to be pulled out of the insulation of the is-1 plug. The conduct laid free. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.